Manufacturer narrative:
Correction information h3:device evaluated by manufacture. H6: coding changed based on the investigation result. Evaluation summary: based on the investigation results data, it was determined that the potential/root cause of the failure was that the o-ring was pinched when the p sashikomi was retightened for some reason. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
The user called us that the o-ring of the light guide cable was damaged. This event occurred at the time of before use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Additional information: the user noticed a problem before the procedure, and as there was no spare product, user canceled the endoscopy. Also the product was returned on (B)(6) 2023. A device history record(DHR) review was performed by the manufacturer on 06-oct-2023. The DHR review confirmed the endoscope was manufactured pentax medical yamagata on 28-oct-2022 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 28-oct-2022. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.